Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a motor error alarm on her insulin pump. The customer stated she is currently hospitalized but it is not diabetes related. Customer's blood glucose level was 134 mg/dl at the time of admission. Troubleshooting did not find any significant events that would cause the alarm. Customer is advised to disconnect from her insulin pump and revert to her back-up plan while her replacement insulin pump is being shipped. No additional information is provided.